Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: the event was reported to have occurred at an unreported dates between march 2012 to october 2017. The product is an unknown veritas product. Address: (B)(6). This event is from a literature report: fabio c., chiara b., monica f., giuseppe f., eugenio c., filomena d.b., and guglielmo f. ¿the bovine pericardium matrix in immediate implant-based breast reconstruction". Aesthetic plastic surgery journal (2020). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a retrospective study, a total of 123 patients (141 breasts) experienced early and late complications following conservative mastectomies with immediate implant-based breast reconstruction using veritas. Post-operative complications included flap ischemia with spontaneous resolution; hematoma, wound dehiscence of the surgical wound, skin flap necrosis with implant removal and revision, infections, seroma and capsular contracture. Treatment for the events were not reported. Patients outcome were not reported. No additional information is available.